Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding this observation. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that seventy days following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A second valve was placed valve in valve. No adverse patient effects were reported.